Event description:
Rptr gets delayed allergic reaction after using glove. Morning after using glove, his hands break out in hundreds of blisters. Next, blisters start to weep, skin cracks and peels off, making it extremely painful. Rptr has developed contact dermatitis. Now, he reacts to rubber handles, on exercise equipment, mouse pads, bowling balls, etc. He feels disabled by this problem and is anxious to find a solution. Because the rast test and prick test are neagtive. He thinks he is type IV allergic.